Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle came out the side of the sheath instead of the coming out the end as intended. The event occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. G1: correction h2: additional information, device evaluation, correction h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation.